Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, when performing a laparoscopic procedure on (B)(6) 2026, the insufflator stopped flowing gas losing pressure and collapsing the cavity. The device kept its power without the flow of glass. The device yellow circle remained illuminated but no gas was flowing. No death or (unanticipated) serious deterioration in state of health reported.